Event description:
It was reported that the programmer made a loud noise when it was on and the fan was running. It was further reported that the programmer was being returned as part of the exchange program. The programmer was returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a noisy system fan and it was additionally noted that the radiofrequency head and electrocardiogram connectors on the link electronic module board were loose and that the eject button on the media processing unit board was broken. The programmer was to be scrapped and its usable parts salvaged. (B)(4).